Event description:
A third-party service provider stated that he, "...saw some darkening/possible burn around power connector and interface connectors" on the cobas integra 800 analyzer. The service provider said that an untrained employee attempted to perform routine probe cleaning on the analyzer and may have slightly bent the probe. He also stated that, when the employee attempted to initialize the system after maintenance, the probes crashed; the employee repeatedly attempted to restart. The service provider found "considerable" water inside the analyzer. During cleaning and drying of the system he discovered the possible burn. He also stated that, "...integrity of board was compromised when water shorted the connectors." The service provider stated that no injuries occurred in connection with this event. After cleaning and drying the analyzer, the service provider performed system diagnostics and quality controls and reported, "...all ok."

Manufacturer narrative:
Further information provided by the field service representative determined there was an electronic failure of power supply. He replaced the compressor diaphragm and power supply components. To verify the analyzer operation, he observe the instrument initialize with no errors and performed system diagnostics successfully. The customer ran qc which met their expectations.

Event description:
The user received analyzer alarms and noticed a "hot smell like something was burning or melting". The user replaced a fuse on the analyzer. Upon restarting the analyzer, the user heard a "sizzle" and a "pop". She found the fuse holder top had been blown off and across the laboratory. The user stated the fuse holder was "charred". No patients were affected and no operator or lab personnel were injured. The field service representative determined there was an electronic failure of the power box. He replaced the power box and performed a code download to both the cpu and controllers. To verify the analyzer operation, he performed instrument initialization with no problems and the user ran calibration and qc with results meeting the user's expectations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.